Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered a detachment issue. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured anterior communicating artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3.5 mm and neck diameter 1.3 mm. The patient¿s blood flow and vessel tortuosity was normal. After puncture, the intermediate catheter and echelon10 microcatheter were inserted and reached the lesion site. The first coil was apb-3.5-8-3d-es, which was implanted into the aneurysm after hydration and successfully detached. The second coil was apb-2-6-hx-es, which was successfully implanted and detached. After the third coil apb-1.5-3-3d-es was implanted, the detachment point was manually broken. The image showed that the coil had been detached, but when the coil pusher rod was retrieved, the surgeon found that the coil was falsely detached (the image showed detached, but it was not detached). The coil was brought out of the aneurysm into the microcatheter by the detachment wire. At this time, the patient's blood pressure fluctuated and increased, and the anesthesiologist administered medication. The surgeon carefully retrieved the coil, but it was broken in the microcatheter, so the surgeon removed the microcatheter and coil together from the body. The coil was removed from the microcatheter with heparin saline. The guidewire was used to guide the microcatheter to reach the aneurysm again, and the apb-1.5-3-hx-es was successfully implanted and detached. The angiography showed that the aneurysm was densely packed and the patient was in a stable condition. The surgery was completed. The coil was handled as a complaint. An instant detacher was not used. There were two manual attempts at detachment via hypotube. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: as found condition- the axium prime device was returned within a shipping box, within a sealed plastic biohazard pouch and within an introducer sheath. The already detached implant coil was also returned. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. No evidence of detachment attempts was found at this location with an instant detacher. The positive load indicator was found broken and the break indicator was found broken, indicative of detachment attempts at these locations. No damages or irregularities were found with the remaining pusher. The release wire was mostly retracted out of the pusher. The coin was found fully retracted out of the lumen stop and the shield coil was found undamaged. The coin was found undamaged. The lumen stop was found slightly damaged. The implant coil was already detached and found damaged. Testing/analysis ¿the coin was measured to be ~0.083mm @ 0.063mm, ~0.096mm @ 0.127mm, and ~0.099mm @ 0.275mm, which is within specif ication (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.105mm @ 0.127mm; and 0.086mm ¿ 0.108 @ 0.275mm). The inner diameter of the lumen stop could not be reliably measured due to the damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient's vessel tortuosity was normal. No issue identified with the echelon, it was fine to use for delivering other coils. Regarding the cause of the detachment issue, the surgeon considered that the coil detachment wire was not separated from the coil. No issues resulted in the damage that was found. Two attempts were made to detach the coil using the manual method. Prior to coil non-detachment, no issues were encountered. After removal, the spring coil was separated from the detachment wire.